Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints and the review of complaint text, trending data, labeling, and device history records. Review of the trending reports for the assay, lot number 16263fn00, did not identify any related trends. Return testing was not completed as returns were not available. Sensitivity and specificity testing were performed using panels, which mimics patient samples, and an in-house retained kit of lot 16263fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false positive architect sarscov-2 igg results on one (B)(6)female patient. The results were provided: on (B)(6) 2020 sid (B)(6) sars-cov-2 igg result= 3.56 index and 3.48 index (>or=1.4 index=positive)/repeated with maglumi medical system=negative and ux card biotech method=negative. There was no reported impact to patient management.